Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic procedure, the patient had an anastomotic leak that resulted in a stricture. The doctor informed the reporter that there could be an impairment for life for the patient. A re-operation was required to complete the case and resolve the issue.